Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The senior neurosurgery specialist reported on behalf of the customer that an a2101 mayfield ultra base unit moved when it was connected to the headrest. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The unit was received with the 6 in transitional member teeth worn and needed to be replaced. The DHR review reveals that the device was able to exceed the expected life of 7 years. Root cause is wear and tear.

Event description:
N/a.